Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon commented that the greater trochanter fractured through the insertion site of the proximal checkpoint during the joint reduction with stem implant and trial head during mako direct anterior approach tha. The surgeon also commented that he did not believe that the checkpoint caused the fracture. The fracture was repaired with a cerclage cable. Case type: tha.

Manufacturer narrative:
Surgeon commented that the greater trochanter fractured through the insertion site of the proximal checkpoint during the joint reduction with stem implant and trial head during mako direct anterior approach tha. The surgeon also commented that he did not believe that the checkpoint caused the fracture. The fracture was repaired with a cerclage cable product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Surgeon commented that the greater trochanter fractured through the insertion site of the proximal checkpoint during the joint reduction with stem implant and trial head during mako direct anterior approach tha. The surgeon also commented that he did not believe that the checkpoint caused the fracture. The fracture was repaired with a cerclage cable. Case type: tha.